Event description:
It was reported to the biomedical engineering technician on (B)(6) 2013 that a pump falsely alarmed for air in line when no air was present in the line (medication, programmed amount and deliver rate are unknown). It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Review of the device history log shows that the pump alarmed intermittently for air in line. The evaluation also confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed processor printed circuit board (pcb). This will cause the pump to become more sensitive to air in line and upstream occlusion alarms. The failed processor pcb was replaced.